Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had no power error. Customer's blood glucose was 6.0 mmol/l. Troubleshooting was performed and the customer was advised to remove the battery for 10 minutes and insert a new battery. Clear the alarm and reset the time and date. Prime the device and that should resolve the issues and if issues persisted within the next four hours to call back. Customer is not returning the device for analysis.